Event description:
It was reported that the device prematurely released from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. The physician performed a tug test and the closure device released from the core wire. The closure device was assessed, and it was determined that the device was successfully implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc training team member, medical safety, and clinical specialists. The media review report concluded that the device is in a good position. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037876051. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the event of premature detachment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the device prematurely released from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. The physician performed a tug test and the closure device released from the core wire. The closure device was assessed, and it was determined that the device was successfully implanted in the laa of the patient. The patient did not experience any complications as a result of this event.